Manufacturer narrative:
Result of investigation: the root cause of the issue was considered as user fault. Inspiration valve type is not configured correctly. It is part of the repair procedure to check the valve type and configure it accordingly. It was confirmed the problem was fixed after software update and inspiration valve configured to nt.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, logfiles and screen shot has been sent for analysis. The customer was provided by technical support of troubleshooting instruction. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that after replacing the inspiration block of the bellavista 1000 technical failure 315 "inspiration valve or device leaky" error message appear. There is no information of patient involvement with the reported event.